Manufacturer narrative:
Unit was received with blank display due to moisture damage at electronic assembly. Unable to verify button keypad unresponsive due to blank display. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump are unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump had a blank display that could not be resolved. The insulin pump will not be returned for analysis.